Event description:
Related manufacturing reference number: 2017865-2022-03082. It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right atrial lead (ra) exhibited noise that was oversensed by the device and led to inappropriate mode switch. Additionally, it was noted that the implantable cardioverter defibrillator over-sensed electromagnetic interference on all channels. Programming changes were discussed but not made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.